Event description:
It was reported to philips that the ac module for the device was defective. The customer stated the ac module was making a buzzing noise and not charging the battery. There was no reported patient or user involvement and no adverse patient/user impact.